Event description:
During follow-up, post paced t-wave oversensing was observed. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patent was in stable condition.